Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. While the user changed ventilation-related parameters, the device detected a missing confirmation for the change of the ventilation mode. As a result of the missing response to the user interaction, the internal security software of the device triggered a device restart to solve the temporary deviation. After the device restart the ventilation was immediately resumed with the latest settings. The change of the ventilation mode was then confirmed by the user. Shortly after, the ventilation was stopped by the user and the device was switched to standby mode. The savina 300 monitors continuously the state and the function of internal components and software modules. A deviation within the electronic system will cause a software-controlled restart in order to reset the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After a successful restart, ventilation will be continued with the latest settings after not later than 12 seconds. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart when the user attempted to change the settings. The device was replaced with another device. It was reported that the patient¿s condition was poor before ventilation was started. During the event, the patient's vitals did not drop. It was reported that the patient passed away a day after the event. There was no direct causal contribution reported.